Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that stimulation drifts and needs an adjustment. The stimulation should be in lower back and every so often feels the stimulation. The event date was provided as couple of weeks ago. Patient was redirected to their hcp. No further complications were reported/anticipated.